Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed. The customer returned an ez-io driver that was examined and subjected to simulated use testing including sawbone insertions and rpm evaluations. The device demonstrated sufficient power to perform medium and hard bone insertions. Although the complaint was not confirmed, a potential factor which could contribute to the reported event unrelated to the device design or manufacturing is user technique. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ez-io driver did not have enough battery strength to push through the bone. The device was inserted at the proximal tibia. Another driver was used to successfully complete the procedure. There was no patient injury or medical intervention. A teleflex representative visited the account and tested out the battery, it is clear that it is not operating correctly. It appears to be rotating slowly with weak rotation. However, the green indicator light is still on showing proper battery strength.